Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. The insertion needle is bent on two planes. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during procedure, t1 and t2 deployed together through the meniscus. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during procedure, t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during procedure, t1 and t2 deployed together through the meniscus. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.